Event description:
The customer reported the system displayed an x-ray security error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the footswitch. The system operates as intended.